Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
EU complainant reported that the automated impella controller experienced a defect in the pressure dome of the purge disc. No patient is involved in ths issue,